Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the device that was replaced was disposed by the hospital and will not be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot#: v004947, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot#: v004947, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_ins_stimulator, implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3387-40, lot#: v004947, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot#: v004947, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 17-mar-2010, UDI#: (B)(4); product ID: 748251, serial/lot #: (B)(4), ubd: 18-aug-2009, UDI#:(B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 17-mar-2010, UDI#: (B)(4); product ID: 748251, serial/lot #: (B)(4), ubd: 18-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low impedance (~50 ohms) on bipolar contacts between contacts 4 and 5 (patient has contacts 0-7). Patient is programmed in mono polar so therapy was not affected by low impedance. It was still present after replacing the implantable neurostimulator. Multiple impedance tests were performed pre surgery and during surgery and all showed low impedance. Surgeon elected to not take any interventions. Patient was not affected. It was asked but unknown if any environmental/external/patient factors that may have led or contributed to the issue. Issue was not resolved at time of report. No symptoms or further complications were reported.